Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following findings were observed: two (2) struts were bent outwards at the inflow side on crimped valve. The frame was distorted at outflow side. The valve was deployed during pre-deco process. The expanded valve frame was canted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed based on the evaluation of returned device and provided imagery. A review of the DHR, lot history, did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''when the commander delivery system was inserted through the esheath+, it was noted some resistance. It was decided to remove the system as single unit, and it was observed that the valve was bent and the esheath+ was damaged leaving the valve exposed''. Per evaluation of returned device, two struts were observed bent outwards at the inflow side on crimped valve. Additionally, per provided imagery, a bent strut was already visible on crimped valve inside the patient on fluoroscopy. In this case, per information provided steep insertion angle was used to insert the sheath into the patient. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to difficulties advancing through sheath and cause frame damage. Additionally, per 3mensio report evaluation, the patient's access vessel had presence of calcification and tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Patient factors such as calcification and tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and valve through the sheath causing valve struts interacting with the sheath shaft inner lumen and vessel calcification, resulting in the reported valve frame damage. Excessive device manipulation applied to overcome the resistance felt can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side as such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (insertion angle, excessive device manipulation) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. When the delivery system was inserted through the esheath, some resistance was noted. It was decided to remove the system as a single unit. As per images provided the valve was apparently bent and the esheath was damaged leaving the valve exposed. Another kit was used and the valve was successfully implanted. The patient was noted to be stable. As per pre-decontamination, the sheath shaft was punctured at 8 cm from strain relief was observed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.